Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified superficial femoral artery. A 6.0mm x 200mm, 150cm ranger drug coated balloon catheter was advanced for dilation. During the procedure, the balloon ruptured before it was inflated to the nominal burst pressure (nbp). The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.